Manufacturer narrative:
Sandiford n, muirhead-allwood sk, skinner ja. Return to sporting activity after birmingham hip resurfacing arthroplasty: mid term results. Indian j orthop. 2015 nov-dec;49(6):595-601. Doi: 10.4103/0019-5413.168754. Pmid: 26806965; pmcid: pmc4705724. H10: internal reference number: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "return to sporting activity after birmingham hip resurfacing arthroplasty mid term results", 1 (one) patient suffered from a fracture of his right femoral neck 7 years after his index procedure. The incident occurred secondary to a fall from his pushbike. The fracture included the region of bone in which the femoral component was fixed hence this was revised to a stemmed prosthesis. The acetabular component was retained. The primary procedure was a birmingham hip resurfacing arthroplasty. No further information is available.